Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4) site, per variance 5.

Event description:
Customer reported that after reprogramming insulin pump, meter stopped working and was no longer communicating with insulin pump. Customer reported that healthcare professional changed infusion set and basal rates. Customer's blood glucose was 568 mg/dl. Customer received assistance and was able to resolve issue.